Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vessel. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured at below nominal pressure. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vessel. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured at nominal pressure. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.